Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Patient was revised on (B)(6) 2020 due to dislocation from fall. Date of primary surgery is unknown. We do not have any information about the explanted product or if the exempled devices were replaced.